Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: micra, model #: mc1vr01-delsys, expiration date: 2021-07-14, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No mfg date: 2020-02-06. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of leadless implantable pulse generator (ipg) whilst the removing the tether the ipg dislodged. The ipg was successfully captured with a snare and removed from the patient. The physician suspects that the tines on the ipg did not function properly. The procedure was completed with a new ipg. No patient complications have been reported as a result of this event.